Event description:
The pt received her scs system on (B)(6) 2010 which included an external charging system and mobile charging belt. It was reported that she experiences skin irritation when utilizing the charging belt resulting in red patches and welts over the area in which the belt is placed. The pt was instructed to recharge both with and without clothing between her skin and the belt and advise whether either had a significant impact on the reported irritation. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.